Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A laser center director reported that a patient who had undergone photorefractive keratectomy (prk), was undercorrected and had residual astigmatism in the right eye. The center director had previously reported that the fellow eye also was undercorrected. That event was previously reported under manufacturer report number 3003288808-2013-00308.